Manufacturer narrative:
The cause for the discordant advia centaur hcv results is unknown. The calibration and the quality control were reviewed and found to be acceptable. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
False (B)(6) advia centaur hcv results were obtained on five different patient samples when tested in duplicate with reagent lot #222. The five patient samples were tested with the riba blot assay and the results were (B)(6). It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur hcv result.